Event description:
A power source alert was reported by the caller. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The caller was instructed to plug the wall adapter into a known working outlet and wait for at least 30 consecutive minutes to see if the pump would begin charging. The pump began to successfully charge.